Event description:
It was reported that the non pacer-dependant patient presented to the ER with symptoms of muscle stimulation. Loss of capture and no sensing were observed. X-ray confirmed the lead was dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.